Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The belt did not pass fall-off testing. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.